Event description:
It was reported that the valve was defective and was explanted.

Manufacturer narrative:
The returned valve was patent and passed leak testing. It did not pass siphon or reflux testing, and it was not within specifications for pressure-flow and preimplantation tests. Debris within the valve may interfere with the membrane resulting in reflux, siphoning, and low pressure-flow results. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. Add'l 510k # k79.